Event description:
Subsequent to the initially filed report it was reported that the procedure was completed with another abbott device. No additional information was provided.

Manufacturer narrative:
B5: describe event or problem: updated. The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: the date of event/procedure is estimated.

Event description:
It was reported that during the procedure, the ppak 20/20 with copilot leaked during balloon deflation, seen by a leak at the connection port. The device was successfully used during the procedure despite the leak. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.